Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device rebooted itself during a patient event. The customer advised that a patient was in ventricular tachycardia. The patient was shocked with 300 joules, thereafter the display of the device became dark. The staff went to retrieve another device, upon returning (45-60 seconds later) to the room, the original device was rebooting itself and returned to normal. They were able to use the original device to successful shock the patient. The customer was unable to provide any further details. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) male did survive.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded and reviewed the electronic records from the customer¿s device and observed that the device was used with an auxiliary power source that was not functioning properly. Physio replaced the customer¿s ac power adapter, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device rebooted itself during a patient event. The customer advised that a patient was in ventricular tachycardia. The patient was shocked with 300 joules, thereafter the display of the device became dark. The staff went to retrieve another device, upon returning (45-60 seconds later) to the room, the original device was rebooting itself and returned to normal. They were able to use the original device to successful shock the patient. The customer was unable to provide any further details. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) male did survive.